Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number 3006705815-2021-06366. It was reported that lead migration issue was observed. Patient lost therapy as a result. Patient had falls several times. During the procedure the physician decided that patient was a better candidate for a paddle lead therefore did not proceed with the revision. Patient is anticipated to have another surgical procedure in the near future for a paddle lead. No additional information is available at this time. It is unknown which lead migrated therefore both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.